Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left cart drive wheel to resolve the error. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer got error 865 and was unable to recover it. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to perform the emergency power off (epo) and power cycled the system, but the error persisted even after two attempts. The tse requested the customer to drive the patient side cart (psc) back and forth, and there was no issue with that. The error was preventing surgery. The issue was coming from the left cart drive wheel. The procedure was converted to laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.